Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is being reported due to chordal rupture, medication required due to a delay in procedure, and surgical intervention. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. An xtw clip was attempted to be implanted, but could not adequately capture both leaflets with either simultaneously or independent grasping. Imaging was poor. During the capturing attempts, a chord was ruptured. Amines and inotropes were given to the patient due to the delay in the procedure. The clip was removed and the procedure was aborted, with the mr remaining at a grade 4+. The patient underwent a mitral valve replacement surgery to resolve the tissue damage and the patient's overall disease. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure appears to be related to procedural conditions and poor image resolution. The reported image resolution was difficult visualizing the clip during the procedure appears to be related to poor patient window and equipment quality. Additionally, unspecified tissue injury is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unspecified tissue injury (ruptured chord) appears to be related to positioning failure. The reported medication required, delay to treatment/therapy, and surgical intervention were resulted of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.